Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the coronary artery the 2.50 x 20 mm trek balloon dilatation catheter (bdc) was used and the device lost pressure during inflation. It was noted by the physician that he felt the shaft ruptured and not the balloon. There was no reported adverse patient effect. A second device was used in the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.